Event description:
The customer reported that during a cine sequence, another exam was displayed when the pedal is released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the hard drive needed to be replaced. The part was placed on order, but no conclusion can be drawn as repair info is not available. The system operates as intended.